Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, deployment issues were encountered. The lesion was located in the distal right coronary artery (rca). The vessel was not pre-dilated. The physician deployed a taxus express2 8.8% 3.00 x 16 mm drug eluting stent at 12 atms for 33 seconds. A waist was present during inflation and it appeared only 60% dilated. The physician encountered stickiness removing the balloon and the guide started to move into the vessel so he inflated up to 5 atms for 3 seconds. There was no change in the waist. He deflated for 40 seconds and took the balloon to neutral and was then able to withdraw the guider into the ostial rca and the whole system was removed without complications. A quantum maverick 3.0 x 12 mm balloon was deployed in the stent for 65 seconds at 18 atms but the lesion did not yield. The physician deployed a maverick 3.0 x 15 mm balloon and inflated to 16 atms for 16 seconds, and still no change in the lesion. He reused the quantum maverick 3.0 x 12 mm balloon and inflated to 21 atms for 40 seconds and the lesion yielded to ~90%. No pt complications were reported and the pt's status is reported as good.